Event description:
Allegedly, the chair was not getting any power and he changed the battery harnesses according to the diagram he received from tech. The battery harnesses allegedly caught fire. Visible flames were allegedly reported from the positive connector. Put out with fire extinguisher. Replaced them again 6 days later and the red connector harness allegedly became very hot. The cable rubber coating is allegedly black and charred. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model m41srb serial number/date code (B)(4) is approximately 3 years 7 months old. The user manual part number 1143206 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.